Event description:
Brush heads disintegrated during brushing; brush heads broke [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, 2 oral-b flexisoft brushheads from a pack of 5 disintegrated after 3 weeks of use. No symptoms developed. (B)(6) 2015 consumer reported in follow-up that out of his pack of 5 oral-b flexisoft brushheads, one was good, two of them broke, one is currently in use, and one has not yet been used. No further information was provided.

Manufacturer narrative:
(B)(4)-2015 product investigation results: reporter returned oral-b flexisoft brushheads. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads disintegrated during brushing; brush heads broke [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, 2 oral-b flexisoft brushheads from a pack of 5 disintegrated after 3 weeks of use. No symptoms developed. (B)(4)-2015 consumer reported in follow-up that out of his pack of 5 oral-b flexisoft brushheads, one was good, two of them broke, one is currently in use, and one has not yet been used. No further information was provided. (B)(4)-2015 product investigation: toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.